Event description:
The reported feedback suggests material separation prior to use on a patient.

Manufacturer narrative:
The customer¿s report of material separation was confirmed. Visual inspection confirmed the customer's experience as the sample was received in two parts with a separation at the tubing joint of the lower pump segment. A closer inspection did not identify any signs of residual solvent in the separated tubing. The probable cause of the material separation is an insufficient amount of solvent having been applied to the tubing during the assembly process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests material separation prior to use on a patient.